Event description:
It was reported that an elderly female pt who had undergone a rotoblator atherectomy procedure required the use of a temporary pacing catheter. Her condition deteriorated due to cardiac tamponade, resulting in death. This was the second similar incident in a week with elderly female pts (ages 83-86) undergoing atherectomy. The attending cardiologist indicated that the incidents were not product defect problems, but that a non-balloon catheter should have been used with fully anticoagulated elderly patients.